Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during testing. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module was sent for replacement as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.